Manufacturer narrative:
H6: previously submitted fdc codes d02 and d14 are corrected and updated. D1102 is applicable for product ID: nim4cm01, s/n:(B)(6) d20 is applicable for product ID: nim4cpb1, s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis verified the customer complaint regarding not working properly. P/I will not connect to the console docks. Unit came in with power management board failure. H6: previous img code g02030 are no longer valid. Product ID: nim4cpb1, serial/lot #: (B)(6), product analysis could not verify patient interface not connecting wirelessly. Issue with included console. Updated software to v. 1.5.4. Via nim vital console. Product ID: nim4cpb1, serial/lot #: (B)(6), product analysis could not verify patient interface not connecting wirelessly. Issue with included console. Updated software to v. 1.5.4. Via nim vital console h6: previous code d16, b21 c21 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing device was not working properly, patient interfaces will not connect to the console wirelessly. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial: (B)(6) , ubd: , UDI (B)(4) ; product ID: nim4cpb1, serial: (B)(6) , UDI (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code img g02005 is for product ID nim4cpb1 , serial (B)(6) and serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.